Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 22-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient's ins was removed and leads were left in body. It was reported that there was a painful know where the lead was. Patient stated she had a big knot where the leads were and the knot was very painful. Patient stated you could see where the lead was under skin and you could see where the knot was and was causing severe pain. Patient stated that the hcp told her when they removed the ins they were not able to remove the leads.